Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a follow-up, intermittent oversensing caused by myopotentials were observed. No patient symptoms were reported. Programming changes were made. The patient will continue to be followed through merlin.net.